Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient had as much cylinder remaining postoperative as preoperative. The doctor was concerned that the lens was mislabeled or incorrectly packaged. Preoperative calculation measurements were additionally provided indicating that the target refraction was plano and the postoperative refraction was -2.25+2.00x155.